Manufacturer narrative:
Investigation revealed that there was no system malfunction. Our preliminary evaluation revealed that the misplaced implant was a result of skiving. An intra-operative workflow with e3d auto-registration was used to conduct a l2 - l5 open tlif. During the case, the l2-r screw was placed laterally and subsequently revised intra-operatively. The software detected excessive forces on the load cell during bone work, which were consistent with skiving forces while a tool was inserted into the end effector. The system correctly identified and alerted the user to these forces and no dynamic reference base (drb) shifts were reported. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.